Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 120-130mg/dl - fasting. Manufacturer's strip expiration date is 05/31/2018 and strip open date is (B)(6) 2016. Strip storage is correct. Reviewed meter memory 100mg/dl (B)(6) 2016 12:27:00 pm fasting:no; 121mg/dl (B)(6) 2016 07:30:00 am fasting:yes; 125mg/dl (B)(6) 2016 10:48:00 am fasting:no; 139mg/dl (B)(6) 2016 07:40:00 am fasting:yes; 123mg/dl (B)(6) 2016 09:36:00 am fasting:yes. Caller than stated his meter is reading lower results per lab. He keeps the meter and strips in bedroom. Customer has had no medical changes.